Manufacturer narrative:
H6: investigation summary one used sample was returned and investigated by our quality team. The separation was immediately noticed and the customer's complaint has been verified. The set was visually analyzed under microscope and the root cause of this failure was due to a lack of solvent at the tubing to filter junction. The tubing and male portion of filter were measured with calipers and met the dimensional specifications detailed by manufacturer. A device history record review for model 10013902 lot number 20055525 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10013902 lot number 20086309 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that 1 ext set .2 mf low sorb set each from lots 20086309, 20055525, and an unspecified lot had issues with separating from the central line during use. The following information was provided by the initial reporter: "we were having issues with the filters not priming or others that broke/fell apart while connected to a patient. We watched for a while and kept the packaging from the filters nightly just in case, and the issue seemed to have resolved. Yesterday, (B)(6) 2021, we had another tpn filter that again fell apart while connected to a patient with a central line. For the most part tpn is hung on the night shift and unfortunately by the time we have an issue the packaging and insert with the item number and lot number have been discarded. In october, it was the bd smartsite low sorbing extension" "I am having the nurses keep the packing and insert for the next several nights and to watch that filter set closely for leaking, disconnections, etc. My biggest concern is that there have apparently been other tpn filter issues on this same baby before what was reported to us yesterday and now the baby has a suspected clabsi."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20086309. Medical device expiration date: 2023-08-14. Device manufacture date: 2020-08-07. Medical device lot #: 20055525. Medical device expiration date: 2023-05-13. Device manufacture date: 2020-05-06. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ext set .2 mf low sorb set each from lots 20086309, 20055525, and an unspecified lot had issues with separating from the central line during use. The following information was provided by the initial reporter: "we were having issues with the filters not priming or others that broke/fell apart while connected to a patient. We watched for a while and kept the packaging from the filters nightly just in case, and the issue seemed to have resolved. Yesterday, (B)(6) 2021, we had another tpn filter that again fell apart while connected to a patient with a central line. For the most part tpn is hung on the night shift and unfortunately by the time we have an issue the packaging and insert with the item number and lot number have been discarded. In october, it was the bd smartsite low sorbing extension" "I am having the nurses keep the packing and insert for the next several nights and to watch that filter set closely for leaking, disconnections, etc. My biggest concern is that there have apparently been other tpn filter issues on this same baby before what was reported to us yesterday and now the baby has a suspected clabsi."